Manufacturer narrative:
Patient age and date of birth, patient weight, ethnicity and race: unknown. Information was asked but not provided. Date implanted: not applicable as there is no indication that the iol was implanted. Date explanted: not applicable as there is no indication that the iol was implanted. Therefore, not explanted. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was damaged by the plunger. There was patient contact and no patient injury. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: date returned to manufacturer: 07-apr-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received in the original folding carton along with the complaint lens inside a plastic insert. Visual inspection under magnification was performed and the cartridge/ cartridge tip was presented with stress marks, and the cartridge tip was deformed. The exterior assembly of the complaint simplicity was inspected, and no additional issues were observed. The complaint lens was visually inspected under magnification and was presented cut in half. The lens was cleaned and visually inspected under magnification and lens damage and scratches were observed. Due to the returned condition of the lens (cut in half) no further product evaluation can be performed. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.